Event description:
The following has been reported: "in one patient, potassium was administered via the syringe pump. There were two alarms (not specified). The syringe pump was subsequently replaced. The patient was subsequently found to have elevated potassium levels and required dialysis. Fortunately, the patient did not suffer any further damage. The clinic would like to have the syringe pump read out to get more details about the alarms." Reporting due to the referenced issues as a conservative measure. More information is needed to complete the investigation.